Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that "a 28mm head was put into a 26mm bipolar (wrong size), human error. So had to remove the head and bipolar and replaced with correct head size."